Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was nothing unusual throughout the procedure, the patient was stable and at the end when the physician was doing a final view with the soundstar catheter they noticed a pericardial effusion. The physician decided to perform a pericardiocentesis and 600 cc of fluid was removed. The patient was then transported to post-anesthesia care unit (pacu) for overnight observation. The patient was and is hemodynamically stable. Perforation was suspected, location unknown. There was no evidence of pericardial effusion before the case. Maximum power used was 40 watts. The event occurred post-use of biosense webster products. Transseptal was performed with brk needle (st. Jude). Ablation was performed prior to the event, there was no evidence of steam pop. Custom irrigation settings were used depending on the lesion. There were no error messages. Dashboard, vector, max at 40, visitag and surpoint were used for force visualization. The visitag settings were 2.5mm for 3sec. Impedance was used for color option. Physician¿s casualty opinion was not provided. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.

Manufacturer narrative:
On 1/12/2021, the product investigation was completed. It was reported that a female patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was nothing unusual throughout the procedure, the patient was stable and at the end when the physician was doing a final view with the soundstar catheter they noticed a pericardial effusion. The physician decided to perform a pericardiocentesis and 600 cc of fluid was removed. The patient was then transported to post-anesthesia care unit (pacu) for overnight observation. The patient was and is hemodynamically stable. Perforation was suspected, location unknown. There was no evidence of pericardial effusion before the case. Maximum power used was 40 watts. The event occurred post-use of biosense webster products. Transseptal was performed with brk needle (st. Jude). Ablation was performed prior to the event, there was no evidence of steam pop. Custom irrigation settings were used depending on the lesion. There were no error messages. Dashboard, vector, max at 40, visitag and surpoint were used for force visualization. The visitag settings were 2.5mm for 3sec. Impedance was used for color option. Physician¿s casualty opinion was not provided. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30427415m number, and no internal action was found during the review. The catheter passed all the specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).